Event description:
When attempting to level the operating room (or) table, it remained in trendelenburg position. Another staff member noticed hydraulic fluid pouring out onto the floor. Manual override was used to bring the bed level and patient was moved to a bed. No patient harm.